Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient thought they needed to change programs because it seemed they to be not doing as well as before. They stated that it ¿has never been really good¿ (since implant) and more recently that had a loss of therapeutic effect where if they stood up ¿it just runs out of her¿ (in the last week, last few days). Once previously, they felt the urge to go and could usually make it to the bathroom in time. The patient did not feel the stimulation in the correct bike seat area. When they changed from program 2 to program 3 they described the feeling the stimulation more in the lower back/abdominal area as well in the area of the ins. The patient changed to program 4 and confirmed they felt the stimulation sensation in the correct area. It was recommended that the patient monitor their symptoms on program 4 and to follow up with their healthcare professional (hcp) if the issue did not resolve. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they had not notified their hcp because the issue only happened on setting #3. They stated that all of the other settings were fine. As an intervention to resolve the issue, they changed to a different setting to improve their symptoms. The patient reported that the issue was resolved. There were no further complications reported or anticipated.